Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840, product type programmer, physician. Product ID 8870, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via daiichi regarding a patient who was receiving gabalon (500 mcg/ml at 80 mcg/day) via an implantable pump for spasticity due to ossification of posterior longitudinal ligament. It was reported a refill was performed on (B)(6) 2018 in the afternoon. After the patient went home, they called their hcp to report increased spasticity was observed. It had not been confirmed what time this occurred. The n'vision was checked afterward; it was determined underdose/increased spasticity due to a bridge bolus setting error was detected. During a bridge bolus performed to change concentration (500 mcg/ml at 80 mcg/day to 1000 mcg/ml at 90 mcg/day), the hcp mistakenly input 24 mcg/day as the old drug desired dose, which should have been 80 mcg/day. Therefore, it was considered that temporary underdose occurred and spasticity symptoms appeared. Approximately 5 days later, the dosage would be 1000 mcg/ml at 90 mcg/day as was set by the bridge bolus settings, so it was considered there would be no major impact. The patient's condition would be monitored. The event was considered not serious. The outcome of the event was "unrecovered." The event was considered related to the drug and programmer, and not related to the catheter, pump, or surgical procedure. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the physician programmer and software card were not available. It was not reported if the patient symptoms resolved, but no further issues had been reported. The cause of the physician entering 24 mcg/day instead of 80 mcg/day was not determined.